Event description:
A call to technical services on 7/18/12 states that a medtronic starfix lead may be repositioned. No other information is available. The caller was transferred to medtronic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).